Manufacturer narrative:
A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred or if it contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose levels rose above 22 mmol/l (>396 mg/dl). The pod was leaking while worn on the back for between 36 and 48 hours. Treatment information was not provided. The device was returned and investigated. Investigation found a tear in the pod's cannula.